Manufacturer narrative:
There was no visible damage to the sch1. Evaluation of the returned device revealed that the smart coil pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully handled during use, damage such as this may occur. The kinks in the pusher assembly likely created friction between the pull wire and hypotube of the pusher assembly and prevented the coil from detaching during the procedure. Further evaluation of the returned device revealed that the embolization coil was able to be detached from its pusher assembly. The smart coil was straightened out on the table. Then the pull wire was manually retracted out of the pusher assembly with moderate force and the embolization coil detached from its pusher assembly. Evaluation of the first and second sch1s revealed that the devices were functional. Both sch1s were functionally tested on the handle fixture for pull force and throw distance. Both sch1s were actuated and functioned as intended. Penumbra sch1s are visually and functionally inspected during incoming quality inspection. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01011; 3005168196-2017-01013.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-01011, 3005168196-2017-01013.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery using penumbra smart coils (smart coils) and two penumbra smart coil detachment handles (sch1). During the procedure, the physician was unable to detach the last smart coil of the procedure using the sch1. The physician therefore attempted to use a new sch1 to detach the smart coil, yet was still unable to detach the smart coil; therefore the smart coil was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.